Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 310 mg/dl while wearing the pod longer than 48 hours on the abdomen. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was leaking. As treatment, the parent changed out the pod.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. Investigation of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. Investigation of the needle mechanism components found no issues that would result in a needle mechanism failure. The device ran for 4022 pulses and was deactivated by the user due to a 0x18 empty reservoir alarm. The reservoir was confirmed to be empty upon inspection.